Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and restenosis occurred. On (B)(6) 2011, the patient presented with recurrent chest pain associated with tingling to both the arms and cardiac catheterization was recommended. The coronary angiography and the index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 99% stenosis and was 12 mm long with a reference vessel diameter of 2.6 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 16 mm taxus® liberté® stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with a one week history of left sided chest pain associated with diaphoresis and shortness of breath. The subject was diagnosed with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin and study drug per protocol. The ¿other' antiplatelet medication was last taken on (B)(6) 2012. The 80% stenosis in 1st diagonal was treated with balloon angioplasty and placement of a 3.00 mm promus stent with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and prasugrel.